Event description:
The manufacturer received information alleging the screen would flicker a few times while in use. The device was replaced with another one of the same model. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during an operational check. Ther were no abnormality or error(s) occurring on the device. The device's display was replaced to address the issue. Additional findings not related to the malfunction/issue was a noise coming from the blower assembly, which occurred during the operational check. The blower assembly was replaced to address this issue. The air inlet foam filter and particle filter were proactively replaced on the device. After all parts were replaced on the device, a final and run-in tests were performed, along with the battery and valve checks. The software version on the device was upgraded to the current software version for this device. The device was found to be operational, and it was cleaned.